Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted due to sui, pop. It was reported that following insertion patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. There is also mention of avaulta bio-synthetic support systems. No clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, urinary frequency, nocturia, and voiding dysfunction. It was reported that patient underwent mesh removal on (B)(6) 2015 by (B)(6) due to graft complications at (b)96) center. No additional information was provided.